Event description:
The capsule broke while lens was being implanted. Doctor had to implant an a/c lens instead. No issue with the hoya lens, strictly a doctor error. Lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). As product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4)-model 230.) Expiration date correction from 08/31/2016 to 08/31/2015.

Event description:
The capsule broke while lens was being implanted. The doctor had to implant an a/c lens instead. No issue with the hoya lens, strictly a doctor error. The lens had to be explanted.